Event description:
Device has been explanted.

Event description:
Patient reported, experiencing right side lump or thickening in or near the breast or in the underarm area. Hard knots or lumps surrounding the implant or in the armpit. Unable to determine, the details of the mass in the right breast. Thereby suggesting, removal of it. As to reduce risk of puncturing the implant with needle. Aspiration biopsy¿, and "cyst removed". Patient also reported rupture. The device has been explanted.

Manufacturer narrative:
Lab analysis summary: visual analysis of the returned device identified, broken shell and underweight. A microscopic analysis was performed which identify, a broken striated in the anterior side and missing piece of the shell. Based on the device analysis, the final assessment is: a striated broken in the anterior side assessed, as surgical damage. Missing piece of the shell assessed, as to inconclusive.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23-jan-2012 and 23-jan-2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of cyst and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported experiencing right side lump or thickening in or near the breast or in the underarm area, hard knots or lumps surrounding the implant or in the armpit, unable to determine the details of the mass in the right breast thereby suggesting removal of it as to reduce risk of puncturing the implant with needle aspiration biopsy¿ and "cyst removed." Patient also reported rupture. The device remains implanted.